Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5 failed to open. Customer stated that once it was pulled, it opened but felt like it was sticking and when it failed, unable to access the medications for patients. The customer stated that they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device drawer 5 had opened in a delay. A field service engineer (fse) realigned drawer slides resolved the issue and confirmed that the drawer 5 was recovered. The system functioned as intended after the field service engineer repaired the device.